Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced an ipg in service app mode. A field representative attempted to connect to the ipg but saw that the ipg had reset and wiped all programming. The patient did not have any recent medical procedures since last connecting to the patient controller. The field representative was able to recover the ipg and therapy was restored for the patient.